Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving ineffective therapy. X-rays were taken to confirm the lead was positioned too far to the right. As a result, the patient underwent surgical intervention on (B)(6) 2018 for lead repositioning.